Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The insulin pump was monitored for several days and no unexpected frozen display, powering off or blank display noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer¿s blood glucose was unknown at the time of incident. The customer also report that the insulin pump had blank display. Customer states the display was not blank less than 30 seconds. The customer was assisted with troubleshooting and the display did not return. Customer states battery cap was damaged. The insulin pump will be returned for analysis.